Event description:
The patient contacted animas on (B)(6) 201,2 reporting that the up arrow, down arrow and ok keypad buttons were sticking intermittently. The patient stated that the sticking of the buttons was so infrequent, that they continue to wear the pump. There is no reported damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.